Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump kept alarming and she pulled out the battery to rest the device. Device had a blank display. Call was transferred for troubleshooting. Customer stated she changed the battery and the device still had a blank display. Customer's blood glucose 300 mg/dl, treated with manual injection. The device was not exposed to extreme temperature or direct sunlight. Customer stated the blank display did not disappear. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.